Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a pump exchange for suspected thrombosis. No further information was provided.

Manufacturer narrative:
D10, h3: correction manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. Pump was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. A distal portion of the dl was also returned measuring approximately 8¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The bend relief collar was returned detached from the pump. The cap for the hmii tunneling bullet was also returned. Upon disassembly of device, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup and ball. The thrombus rings appeared to form in laminated layers and also revealed areas of denaturation, indicating that they developed in this location over an undetermined amount of time while pump was supporting the patient. Although the rings had separated slightly, they were similar in color and structure and were adhered on one side indicating that they were likely a single formation prior to the disassembly process. Further examination revealed small, tissue-like depositions adjacent to the outlet bearing ball within the proximal-side of the outlet stator. Their lack of denaturation and concentric layering indicated that these depositions were not present for an extended period of time while pump was supporting the patient. In addition, the dispositions did not appear to have formed in the outlet stator and likely, originally formed elsewhere. The evaluation of pump could not conclusively determine a cause of the development of the observed thrombus. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.